Event description:
The customer initially called to report high blood glucose levels over 500 mg/dl. The customer stated he had given himself several units of insulin by bolusing and also by manual injections due to the high blood glucose levels. The customer was advised to seek medical assistance because he had given himself so much insulin. The customer called back and stated he did go to the hospital for hypoglycemia. The health care professional stated that the customer may have eaten something or may be coming down with an illness that would have contributed to the event.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.